Event description:
The ventilator was not triggering breaths while on the pt. Unk if alarm occurred. No pt harm reported.

Manufacturer narrative:
The device has not been returned to MFR for investigation.